Event description:
Provider states, that the consumer could not lower the bed rail on one side because, the guide piece froze up and would not move to allow the bed rail to be lowered. Provider states, that the consumer had to call 911 for assistance. Consumer advised provider that when the emergency help came they could not get the bed rails down either so they moved the bed away from the wall and lowered the other bed rail so the consumer could be removed from the bed.